Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo set exhibited a kinked cannula. The patient's glucose was between 250 to 400mg per dl. A replacement device was used. No injury was reported.

Manufacturer narrative:
D2a, d3: updated. D9 - date returned to MFR: 14-may-2026. G4: updated. H3 and h6 codes: updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection identified that the cannula was slightly bent. Based on this observation, the complaint of a bent cannula was confirmed. The root cause could not be conclusively determined.